Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular exclusion procedure for a 60mm abdominal aortic aneurysm, a stent (enlw1610120e) could not be deployed after entering the patient's body. Multiple attempts to deploy the stent by rotating the blue handle were unsuccessful. The issue was resolved by implanting another enlw1610120e stent, and the operation was successful.

Manufacturer narrative:
Additional information received ; it was reported that there was no damage to the device packaging or delivery system. The deployment steps were followed according to the instructions for use. It was confirmed that the patient's access vessels met the requirements. The stent was inserted into the patient's iliac artery, and then the outer sheath was withdrawn. The outer sheath and stent were retrieved together as the stent did not deploy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.